Event description:
The event is reported as: the bottle exploded into pieces while attached to 5 liters of oxygen. No patient or staff injury/harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint can not be confirmed without device sample.